Manufacturer narrative:
The master tool manipulator (mtm) was analyzed and found to have error 23030 during power up. The mtm2 recalibrated and tested via matlab; all tests passed. The complaint was confirmed based on the field evaluation/failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the surgeon was still experiencing issues with the right master tool manipulator (mtm) on the console. The master had to be disabled to resume procedure. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the staff was unable to recall if the system was checked upon powering on the system. No errors were observed when the system initially powered on without errors. The isi technical support was notified and the service representative repaired console 2 not 1. The procedure was robotically completed.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and replaced the master tool manipulators 2 (mtm). The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the mtm2 involved with this complaint; however, failure analysis has not completed their investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.